Event description:
The pacemaker was not pacing or sensing in the ventricle. Unipolar mode was tried, however, the device still showed non-capture. The pocket was opened, the physician unscrewed the set-screw to the point that it came out of the header, leads removed and tested to be good. The device was then reconnnected to the leads and appropriate numbers were obtained. Approximately 3 weeks later, again there was no pacing or sensing in the ventricle. The physician could not get the atrial set-screw loose and had to cut away the header to remove the lead. The leads were not explanted, they were used with the new device.